Manufacturer narrative:
Pump was received with blank display due to cracked lcd glass. Unable to perform the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Pump was also received with scratched case, pillowing keypad overlay, and severely scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 9.6 mmol/l at the time of the incident. The customer stated that he fell on the staircase yesterday evening. The customer stated that the display was cracked and cannot use the pump anymore. The product was returned for analysis.